Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. The device then passed all functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device defibrillation energy delivery level was not as expected. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device defibrillation energy delivery level was not as expected. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.